Event description:
A pt reported that she was treated into the glabella and nasolabial folds at the end of march 1998. On approx 30 march 1998, the pt developed red stripes at the nasolabials. A consulting physician prescribed an oral antihistamine, telfast, which was not effective. As of 11 may 1998, the symptoms persisted.